Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correcting d4 UDI and h4 manufacturing date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since olympus confirmed the distal cover does not come off from the tip of the endoscope if it can be attached correctly according to the procedure in the instruction manual, it is likely the detachment of the distal cover was caused by the following handling by the user: chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. The attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. Evidence supporting the root cause was attributed to user handling: olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, olympus confirmed the distal cover did not come off from the tip of the endoscope (lot used for confirmation: h2831). As a result of the labeling review, the handling factors that cause the distal cover to come off are listed in the manual as chemical cracks due to anti-fog agents and insufficient attachment. This factor cannot be ruled out outright as no additional information was available regarding their handling. Evidence supporting the actual product satisfies the specifications: as a result of the type test, olympus verified that the distal cover does not come off from the tip of the endoscope in the evaluation at the design change, and confirmed that the product satisfies the specifications. In the parts supplier's inspection, after attaching the distal cover, apply a load of pushing and pulling to the distal cover, and confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or falling off. The event can be detected/prevented by following the instructions for use which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿. "Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover.". "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The has not been returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that during the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the single-use distal cover fell off of the evis exera iii duodenovideoscope and was found inside the patient during an unrelated endoscopic ultrasound (eus) procedure the next day. There were no error messages on the device. The procedure lasted 55 minutes and the duration of the procedure was not impacted or prolonged as a result of the issue. The procedure was completed with the same device. The condition of the patient was not impacted and the outcome of the procedure was not affected. No medical intervention was required and no patient harm was reported. Related patient identifier: (B)(6) evis exera iii duodenovideoscope tjf-q190v / 2227386.